Event description:
It was reported that the key-switch on the 9600 system was broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The key-switch was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.